Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred and insulin delivery was suspended. Subsequently, customer went to the emergency room. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.